Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that they have had discrepant forward type results for anti-b. The first time this occured on (B)(6) 2019 and then again on (B)(6) 2019. Each time there were about four to five samples that produced a positive anti-b on forward typing with ih-card abo/d(dvi-)+rev.a1,b on ih-1000. When repeat testing was performed on the same instrument, all samples yielded negative test results for anti-b. The customer confirmed the described issue. He also returned patient samples that had caused false positive test results, but not the supposedly defective product. Therefore our laboratory tested the patient samples with their retention sample of the ih-card on the ih-1000. All reactions were correct. We did not observe any false positive test results. The investigation of the ih-1000 files is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that they yielded discrepant forward typing results for anti-b. Each time there were about four (4) to five (5) samples that produced a positive anti-b on forward typing. When repeat testing with was done the same day on the instrument and with the same card lot, all samples were negative for anti-b. Due to the discrepancy between forward and reverse typing the ih-1000 stated, "abo not interpretable" and no incorrect results were released. The customer provided images which confirmed the described issue. The corresponding trace files have been provided for october 15 as well as october 18, however, as the incidence from august 30 was initially not reported the files were no longer available at the time of receipt of the complaint (october 16, 2019). The customer returned five (5) patient samples that had caused false positive test results, but not the supposedly defective product for investigational testing. Therefore our product support laboratory tested each sample with the two ih-card lots mentioned by the customer on the ih-1000. All samples tested in duplicate gave a negative result in visually interpretation and by interpretation on the ih-1000. We did not observe any false positive test results. The analyzation of the trace files showed that all the blood group tests identified with the false positive anti-b were performed with the left pipettor. The repetition of these tests was performed with the right pipettor and the results were correct. We noticed also several error message regarding needle washing and volume check incorrect. This happened with the left pipettor. We could not reproduce the false positive result in anti-b when the samples were tested on the ih-1000 with retention cards from the same lot used by the customer. According to the trace file analysis, the bad status of the left needle could be a possible root cause for the false positives on the wells anti-b. Therefore, we recommended to check the conditions of the left needle, and if necessary, to replace it. Therefore, a bio-rad trained field service engineer visited the customer site to change the left needle and address issues related to the washing of the left needle. Subsequently to the engineer visit the customer stated that no further false positive anti-b results were seen from this instrument. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev a1, b functions correctly. In conclusion, it was determined the status of the left needle was most likely the root cause of the false positive anti-b results.